Event description:
Patient found in full cardiopulmanary arrest in bed in ER.monitor leads on patient - no picture on monitor (monitor black). Previously monitoral (9:30 pm - 12:23 am). Patient resuscitated without success - pronanced dead at 12:55 am. Monitor switch pressed by nurse at 12:23 am when found by nurse. Monitor picture appeared.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-93. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: computer software performance tests conducted, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.